Event description:
A report was received that the patient was experiencing discomfort at the pocket site when charging. The physician prescribed the patient with a lidocaine topical gel to numb the area while charging.

Manufacturer narrative:
Additional information was received that the patient needed reposition of the device because she was very thin. The patient underwent revision wherein the ipg was buried deeper. The patient was doing well following the procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site when charging. The physician prescribed the patient with a lidocaine topical gel to numb the area while charging.